Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the mdt rep said patient lost a lot of weight and as result patient wanted the micro interstim. Rep then said patient mentioned it was not working as well as it used to. Technical services(ts) inquired further on loss of relief, but then rep then said she would have to ask the patient. Rep seemed unsure if there was really a therapy issue, other than patient wanting replacement due to weight loss. Troubleshooting was not required. Implant replacement.  Additional information received indicated that call was handset won't connect to the wireless recharger(wr). Rep said they have tried resetting the wr about 10 times prior to calling technical services(ts). Ts had patient reset the wr multiple times as well, but the device will turn on only a split second before turning off. Rep opened a second wr system, and device started doing the same thing as the first system. Tss at one point had rep reset the wr on the dock, and then rep turned handset off and back on again and at that point the handset finally connected to the wr. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported. No further complications were reported at this time.